Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up revealed the death certificate noted cause of death to be septic shock due to pneumonia; other contributing factor was cardiomyopathy. No autopsy was performed. Clinic later reported patient device had been checked 2 months prior to death and everything was functioning fine. Patient was pacemaker dependent. There were no problems with the device or lead system as far as the clinic knows.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation and cosmetic depression. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation and cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
Asku

Event description:
The lead was returned to the manfacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up revealed the death certificate noted cause of death to be septic shock due to pneumonia; other contributing factor was cardiomyopathy. No autopsy was performed.